Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's mother reported via phone call, the customer was experiencing high blood glucose of 400 mg/dl. Troubleshooting was performed and customer had changed the infusion set and noted it had some occlusion on cannula. The insulin pump is not returning for analysis.